Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the display issue, the bolus button cover was completely peeled off and missing from the pump. (B)(6).